Manufacturer narrative:
(B)(4)

Event description:
Procedure: liver resection. According to the reporter: the device misfired on multiple tries. The clip never closed completely on the tissue. The patient died. Additional information request has been sent to the account.

Manufacturer narrative:
(B)(4).